Event description:
It was reported that the ilet user experienced a low blood glucose of 39 mg/dl and treated aggressively with oral glucose, resulting in a subsequent rise to 214 mg/dl. Based on the interaction, this represented an incorrect treatment method and user-managed overtreatment, with the ilet device itself functioning and no applicable component failure identified. Symptoms included hypoglycemia with subsequent hyperglycemia and transient confusion or disorientation. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.